Event description:
It was reported that the procedure was to treat a lesion located in the mildly tortuous, 80% stenosed, right coronary artery. After predilatation was performed, the 3.0x18 mm xience v was advanced through the femoral artery to the lesion, without resistance felt; however, the stent implant dislodged before the lesion site while trying to deploy the stent. The sds balloon was used to capture and deploy the stent in an unintended site. A new sds was used to complete the procedure successfully deploying a stent in the lesion site. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.